Manufacturer narrative:
Haptic damaged in delivery system. Evaluation: cartridge lot number search, lens work order search. Results: visual inspection of the returned product found the cartridge tip split. The returned lens was evaluated and a piece of one haptic was found torn off and missing. A foam tip plunger was returned with no visible damage. There was evidence of clear surgical residue. A cartridge lot number search was performed and no similar complaints were found within the search. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, lot number search, work order search, and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert a -7.5 diopter 12.6mm micl12.6 implantable collamer lens but the lens tore. The lens was almost implanted when the surgeon noticed the haptic was split. The lens was removed and the back-up lens was implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.